Event description:
The customer reported that the insulin pump had prime anomaly. The customer stated that she was going through changing her infusion set and notice that when she was filling the tubing the insulin started coming out the line before the prime process. Customer did the process one more time and it was fine. Customer's blood glucose was 74 mg/dl. The customer was assisted to run self test and the insulin pump passed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.